Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the neuron delivery catheter 070 was ovalized approximately 7.5 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicates that during preparation, a kink was discovered on the distal end of the device. Evaluation of the returned device confirmed an ovalization in the catheter approximately 7.5 cm from the distal tip. It is likely that during preparation the distal end of the shaft was pinched by the operator, which caused the ovalization in the shaft. Within the product packaging, the location of the damage would have been protected by the packaging tube. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a procedure, it was noted that the neuron 6f 070 delivery catheter had a kink on the distal end.